Manufacturer narrative:
One tube was returned for evaluation. Visual inspection confirmed two holes on the pilot balloon. Sample was then inflated using a syringe and inspected for damages to the cuff or inflation line. The sample loses pressure immediately after inflation. Customer reported this unit had been in use for 1 week prior to issue; therefore, it can be assumed that the pilot balloon was somehow damaged during use.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported the tracheostomy tube was in use with a patient for 1 week, when the cuff pressure was found decreasing during a routine cuff check. The tracheostomy tube was replaced. Examination of the removed device revealed a tear in the device cuff material. The reporter indicated that the device was tested for leaks prior to patient use and no leaks were detected. No incident related medical sequela was reported.